Event description:
It was reported that after 24 hours, the center of the moldable wafer was dissolving 2 cm in the area where the wafer had been cut and gathered into down (interpreted to mean melting). On first attempt, it was observed that before 24 hours the wafer was opening (melting away from stoma) and the stoma was swollen with some bleeding and irritation. It was further reported when changing the old wafer with a new product wafer the same issue occurred and the allergy to the wafer was increased. The end user was prescribed ointments (hamatem and fito) to use for the skin issue.

Manufacturer narrative:
Additional information was received on october 15, 2015. The product associated with lot# 3e00075 was manufactured according to specification. After a thorough batch review, no discrepancies, non-conformances or deviations were discovered. There was photo evidence but the product had been manipulated, therefore no additional evaluation results were determined. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The previous investigation that is applicable to this complaint is complete. Investigation findings conclude that multiple contributing causes attribute to the reported "skin barrier inconsistency" issue. The risk to the end user for this issue is acceptable from a safety standpoint. Due to the low-risk to the patient, corrective actions to the root cause are not required as training, labeling, and product offerings should be adequate to address the skin barrier inconsistencies by certain end users in the markets. The investigation is closed and therefore this complaint will be closed. Product monitoring reviews will continue to monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event information has been requested. No additional details have been provided to date. Should additional information become available a follow-up report will be submitted. This issue was reported for two different lot numbers for this case, therefore an additional FDA form 3500a has been submitted.